Event description:
Bone marrow biopsy performed in sterile fashion of left psic. Marrow loc was used to secure biopsy to avoid additional manipulation of biopsy needle due to patient's low pain tolerance. The tip of the marrow loc broke off & may have been retained in patient.